Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, the clip locked onto tissue (the physician confirmed the locking to be audible), but did not release from the delivery catheter. The physician was able to pull back on the slider, which reopened the device, but the clip then fell off into the patient's duodenum. The clip was left to pass naturally; it is unknown whether it was in the open or closed state when this occurred. The procedure was completed with another resolution ii clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, the complainant reported that the device was not used past its expiration date. (B)(4): clip failed to release from delivery catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, the clip locked onto tissue (the physician confirmed the locking to be audible), but did not release from the delivery catheter. The physician was able to pull back on the slider, which reopened the device, but the clip then fell off into the patient's duodenum. The clip was left to pass naturally; it is unknown whether it was in the open or closed state when this occurred. The procedure was completed with another resolution ii clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Corrected information: 3005099803-08/12/2011-002-r.